Manufacturer narrative:
(B)(4). Concomitant product: 00633405028-constrained liner with constraining ring use with trilogy and trabecular metal modular acetabular systems 28 mm i.d. For use with 50/52/54 mm o.d. She-64749104. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2022 - 01225. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported patient underwent a right hip revision due to dislocation. During the procedure the surgeon replaced the liner. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 component code: mechanical - g04 code (head). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records; neither were provided for liner. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.